Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit is not holding power during home infusions because the power supply is not staying plugged in. The customer reports the issue to be with the contact in the ac charge port. There was no patient injury.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit is not holding power during home infusions because the power supply is not staying plugged in. The customer reports the issue to be with the contact in the ac charge port. There was no patient injury. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.